Manufacturer narrative:
Concomitant medical products: 4298, lead, implant date unknown.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. The patient also experienced palpitations. Diuretics and blood thinners were a dministered. The device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.